Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: after reprocessing, the hospital did the hospital inspection test. And found failed. The hospital reprocessed, the scope for several times. And still found failed. Then the hospital sent the scope to the 3rd part for replace the operational and water and air feeding tubes. Then the hospital tested the scope, and found it was passed. The scope didn't happen any defect. And no harm caused to the patient and hospital. Based on the content of investigated data. It was determined, that the potential cause/root cause of failure, was that reprocessing was insufficient. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured miyagi on 22-jan-2018 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 23-jan-2018. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical received a good faith effort(gfe) response on 17-mar-2023 and the nosocomial infection surveillance meanit that is a test for hospital to measure if the device has been cleaned or disinfected completely, and if there is any bacteria left. During the usage of this scope, no defect happened and completed the examination successfully. No harm was caused to patient. After use, done the reprocessing , the scope was tested for nosocomial infection surveillance , and it always could not pass the test. Then , the hospital send it to the third party for repair, replaced the op-channel, air/water delivery tube. After that , the scope passed the test. The reason why it could not pass the nosocomial infection surveillance: during daily reprocessing , the hospital did not always clean it completely, after long time , these microscopic layers of residue formed biofilms. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
At 3:00 p.m, on 24th february , the use department received the notice about nosocomial infection surveillance failure, the user stopped using the scope and contacted for maintenance. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.